Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open modified duhamel procedure, while at the rectum the device partially fired and partially cut the tissue. As a result of the event, the patient experienced tissue damage and unanticipated tissue loss, the surgical time was extended for more than 30 minutes. Another stapler was fired more distally in order to complete the case.